Manufacturer narrative:
Evaluation of the returned ace68 revealed kinks near the distal tip. This damage was likely the reported stretching. If the device is manipulated against resistance or at extreme angles during use, damage such as kinks may occur. During functional testing, the ace68 was advanced through a demonstration neuron max without an issue. Subsequently, the ace68 was connected to a demonstration pump and canister and was able to aspirate fluid without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), 8f sheath, and a 8f balloon guide catheter. During the procedure, the physician advanced the ace68 into the target location and used a 40cc syringe to aspirate clot. It was reported that the physician was not feeling typical clot aspiration through the ace68 after several attempts. Subsequently, the physician removed the ace68 and found the distal end to be stretched. Therefore, the ace68 was not used for the remainder of the procedure. The procedure was completed using a new non-penumbra catheter with the same sheath and balloon guide catheter. There was no report of an adverse effect to the patient.